Event description:
As per complaint (B)(4), during a clinical procedure a patient experienced a dental implant that displayed a loss of osseointegration and the implant was explanted. No patient impact was reported.

Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.